Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a motor error alarm on the insulin pump. Customer also reported a rainbow effect on the insulin pump's screen. Customer also reported the backlight did not turn on with the first button press. It was also found the customer had unexplained no delivery alarms. Customer's blood glucose was 267 mg/dl. Troubleshooting found the customer's backlight was functional. Troubleshooting was also unable to confirm if the customer received any motor error alarms. Customer declined to return the insulin pump for analysis.